Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material# 302830 batch# 4029814 it was reported by customer that they have some 20ml syringes stocked and have been finding a bunch unsealed all same lot. Verbatim: rcc received a complaint via email. Email(s) attached we have some 20ml syringes stocked here and have been finding a bunch unsealed all same lot #. The ref# is 302830 and the lot# is 4029814 description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca complaint category: damaged / broken.

Manufacturer narrative:
Pr (B)(4) follow up. A device history record review was completed by our quality engineer team for provided material number 302830 and lot number 4029814. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Event description:
No additional information received . Material# 302830, batch# 4029814. It was reported by customer that they have some 20ml syringes stocked and have been finding a bunch unsealed all same lot. Verbatim: rcc received a complaint via email. Email(s) attached. We have some 20ml syringes stocked here and have been finding a bunch unsealed all same lot #. The ref# is (B)(4) and the lot# is 4029814. Description of product: syringe only luer-lok 20cc tip st 48ea/bx 4bx/ca. Complaint category: damaged / broken.